Event description:
A patient underwent a chronic catheter placement procedure using the hickman. It was reported that post procedure, the hickman line was allegedly had a hole in the white lumen and leak was found in the white lumen immediately distal to the trifurcations. The catheter has been removed and a PICC placed to further facilitate treatment. There was no reported patient injury.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# 3006260740-2025-08258 was a duplicate record and was opened in error. The event details are being captured under complaint file # (B)(4) and was reported to the FDA under MFR rpt# 3006260740-2025-07027. G3 section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a chronic catheter placement procedure using the hickman. It was reported that post procedure, the hickman line was allegedly had a hole in the white lumen and leak was found in the white lumen immediately distal to the trifurcations. The catheter has been removed and a PICC placed to further facilitate treatment. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.